Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The surgeon was performing an intercalary right femoral implant on patient. During the procedure he made a 5 cm recession and after reaming the femoral canals and trialing the surgeon could not take apart the trials. The surgeon tried for about 20 minutes and then decided to cut the trial. Surgeon cut the proximal portion of trial to remove from the other trial. As surgeon was cutting one trial he was hitting the other trial. Surgeon was then able to remove the trials and successfully put in the implant. There was a 1 to 1.5 hour delay to remove the trial. Patient was stable with no complications during surgery.

Manufacturer narrative:
An event regarding disassembly involving a gmrs stem was reported. The event was not confirmed. Device evaluation and results: visual inspection indicated that the device was returned in used condition. There are scratches and damage on the shoulder of the stem consistent with removal of the device with an instrument. The marks are consistent with vise grip teeth. Material analysis examination indicated that damage observed are consistent with explantation process. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Visual inspection indicated that there are scratches and damage above the shoulder of the stem consistent with removal of the device with an instrument. The proximal portion of trial is cut in half and the marks present are consistent with vise grip teeth. Material analysis examination indicated that damage observed are consistent with explantation process. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The surgeon was performing an intercalary right femoral implant on patient. During the procedure he made a 5 cm recession and after reaming the femoral canals and trailing the surgeon could not take apart the trials. The surgeon tried for about 20 minutes and then decided to cut the trial. Surgeon cut the proximal portion of trial to remove from the other trial. As surgeon was cutting one trial he was hitting the other trial. Surgeon was then able to remove the trials and successfully put in the implant. There was a 1 to 1.5 hour delay to remove the trial. Patient was stable with no complications during surgery.